Event description:
It was reported that the urologist was attempting to cut a suture on a previous urolift implant on (B)(6) 2024. A snap was heard and a small crescent shaped piece of the moving part on the scissor broke off. It was very small and the urologist spent at least an hour inspecting all areas of the bladder and urethra to locate the piece that broke off the flexible scissors. He used the 30* lens, 70* lens and a flexible cystoscope to thoroughly inspect the bladder and urethra.

Manufacturer narrative:
The report was submitted with the incorrect severity selected on (B)(6) 2025 it was reported as a malfunction. The correct severity should be serious injury. Per investigation by the manufacturing site: as can be seen during product inspection, the cutting edge of the scissors is deformed. It can be assumed that the material was used for a purpose other than the intended one (hard object) and that an attempt was made to cut it. As a consequential failure for the force required for this, the pull rod broke. Therefore, we set the root cause to user error. The age of the article also may have had a negative impact on the material properties of the spring in the handle, which then broke. Age can also have a negative impact on the material properties of the pull rod, leading to fatigue. The IFU points out the intended use of the scissors as well as how to check the condition of the scissors. This event is filed under internal complaint ID (B)(4).